Event description:
It was reported that low impedance measurements were observed. The lead was capped and a portion of the lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 14.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.